Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This pacemaker is expected to be scheduled for replacement as soon as possible, however the pacemaker remains in-service at this time. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This pacemaker is expected to be scheduled for replacement as soon as possible, however the pacemaker remains in-service at this time. No adverse patient effects were reported.